Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Technical services (ts) reviewed and recommended the patient go in clinic to get the device tested and potentially replaced. This crt-d remains in service. No adverse patient effects were reported.